Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6)2024, it was reported that the patient failed to remove the needle guard from the cannula, which cause the patient blood glucose level was elevated to 380mg/dl which was lasted for one hour. The patient infusion set change and insulin delivery resumed. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.